Event description:
The customer son is a diabetic. He had a reading of 499 mg/dl and was given insulin shortly after. Later that night, he experienced symptoms of hypoglycemia. He was given a shot of glocotron to treat the hypoglycemia.